Event description:
The patient reported, that his infusion device displayed a "2.01" and four dashes. The patient stated, that they were aware of the power pack recall, but had not changed the power pack in over two weeks. The patient was educated that, the power packs had been corrected and he should dispose of all old power packs. The patient inserted a new power pack into the device and the infusion device functioned properly. The patient did not report any effects on his blood glucose. The patient did not require any medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.